Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any pt involvement in the reported malfunction.